Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no known issues that resulted in the damage.

Event description:
Additional information was received stating that it was suggested there might have been damage to the delivery wire, as it appeared to be slightly bent. The patient did not experience any adverse events or injuries in association with this event and is currently in good condition. The lesion was located at the anterior communicating artery (acom) and measured approximately 4 mm, with vessel tortuosity described as normal. The coil was collected without being detached. The procedure was completed by collecting the reported device and inserting another coil. Upon removal from the patient, the pushwire appeared to be somehow bent, though the cause was unknown. Emergency detachment was attempted, but it was not detached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil had a detachment error. There was poor dislodgement. The physician attempted to detach the coil using the instant detacher 3-4 times. The physician did not attempt to withdraw using another instant detacher. There was 1 attempt to remove the device manually via the hypotube. The device was prepared as indicated in the package insert. The product was not used in an infected patient. No patient symptoms or complications associated with this event were reported.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Prior to coil non-detachment, no issues were encountered.